Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer states that co2 is giving a reading of 9 mmhg on a modified filter line. This was discovered during testing. There was no pt involvement.